Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on this lead. The coils were stretched on the proximal spring electrode, near the proximal end and cuts were also noted in the lead insulation. The reported allegation could not be confirmed as damage noted were explant related.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed signs of noise which was indicative of a fractured lead. This lead was explanted. No additional adverse patient effects were reported.